Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to a micro perforation of the heart wall. Patient presented to emergency room (ER) a day before this procedure with chest pain, this lead was exhibiting small intrinsic amplitude with non-capture, the physician increased outputs and the chest pain increased. Physician then determined micro perforation and proceeded with lead revision. No additional adverse patient effects were reported.